Event description:
The complaint received states that the deltapaq cerecyte microcoil 2 mm x 8 cm (cdf10020830 / c17957) failed to deploy. The patient is female and (B)(6), had pcom with size 4.1*4.4mm. The surgeon used envoy 6f and traxcess-17 mc in place and positioned the 1st coil presidio 4*11.5 and 2nd coil microvention 3*10 successfully. Then he decided to choose the 3rd coil deltapaq 2*8, the circuit was tested normal. When the surgeon began to detach the coil it failed. The surgeon tried many times but still failed. The surgeon had to remove the coil and changed another deltapaq 2*6 into patient. No adverse event occurred.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that the deltapaq cerecyte microcoil 2 mm x 8 cm (cdf10020830 / c17957) failed to deploy. The patient is female and (B)(6), had pcom with size 4.1*4.4mm. The surgeon used envoy 6f and traxcess-17 mc in place and positioned the 1st coil presidio 4*11.5 and 2nd coil microvention 3*10 successfully. Then he decided to choose the 3rd coil deltapaq 2*8, the circuit was tested normal. When the surgeon began to detach the coil it failed. The surgeon tried many times but still failed. The surgeon had to remove the coil and changed another deltapaq 2*6 into patient. No adverse event occurred. The returned device positioning unit (dpu) passed electrical testing. The detachment fiber did not receive heat and melt. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section) and against the resistive heating coil section. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. During laboratory testing. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing. After laboratory detachment of the coil it was found that the detachment fiber received heat and melted as designed. The field complaint could not be duplicated. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system and the traxcess 17 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. While it cannot be determined if the coil¿s socket ring found pushed down inside the outer sheath and against the resistive heating coil section due to binding action caused when the locking mechanism became embedded in the resheathing tool v notch; it is important to note that the following action occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath and against the resistive heating coil section which is the transfer point for the electrical energy pulses used to heat and melt the detachment fiber. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The field complaint could not be duplicated. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system and the traxcess 17 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event.